Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition was not verified through visual inspection. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the priming test failed during priming with a prismaflex m150 due to an external fluid leak. There was no patient involvement. No additional information is available.